Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that decreased impedance was noted on the right atrial (ra) lead postoperatively. X-ray confirmed the lead had dislodged. The physician elected to program off the lead. No patient complications have been reported as a result of this event.